Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 554 mg/dl; cause was unknown. A manual injection was administered to address bg. Reportedly, customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer changed the pump supplies multiple times to address the issue and resume insulin therapy on the pump.